Event description:
The customer reported a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable needed to be replaced. No conclusion can be drawn as repair information is not available.